Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number was returned and analyzed. Visual inspection showed, the catheter appeared intact without any visible issues. No foreign material was found on the returned product. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latched fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was performed. The slide control function operated as expected without any issues. The shape of the capture device was unremarkable with no atypical features. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. High magnification optical inspection show no foreign material on distal tip of the catheter. In conclusion, the reported foreign material was not confirmed through analysis. The loop catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, a filament of unknown origin was found attached to the distal end of the catheter at the end of the procedure. The procedure was conducted in a sterile electrophysiology (ep) lab during a pulmonary vein isolation (pvi) procedure. The catheter was prepped, flushed, and another manufacturer's guidewire was inserted without issues. The array was deployed into the left atrium (la), and ablation was performed on each of the four pulmonary veins (pvs) and the posterior wall (pw) for a total of ninety five applications. There was slight difficulty advancing the catheter into the right veins, but they were successfully isolated. After the initial ablation, the catheter was exchanged for a mapping catheter and then reinserted for additional applications. Upon completion of the procedure, the catheter was removed, and a filament was noticed attached to its distal end. The filament was not believed to be a gauze string, as the catheter had not come into contact with any gauze. Despite this observation, the procedure was completed successfully without the need for a new catheter. No patient complications have been reported as a result of this event.